Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
It was reported before the pump was implanted, they were only able to aspirate 35 milliliters (ml) of sterile water. Nothing more could be aspirated. They then tried to fill the pump and only 20 ml of carbostesin (bupivacaine) could be filled. After 10-minutes of aspirating, nothing more could be filled in or could be aspirated out anymore. The pump was never implanted and another pump was used. There were no patient symptoms reported and the patient was good and receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).n analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.